Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had low impedance - and an alert was triggered - and the lead also had high threshold. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed "invalid data" for cardiac compass. The physician was aware of the lead issues and no reported actions were taken. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead and the device were explanted.